Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they think the battery is starting to go. Patient stated they just found out that tracy jones is no longer with medtronic so they have no idea who to get in touch with. Patient asked if there is a way to find out if the implant is no good anymore or what to do in this case because it is not holding a charge like it used to. Pt states this all started recently. Patient confirmed they have not made any recent changes to therapy. Patient mentioned they have had no problems since they last saw dr. Luther 4 years ago. Patient service specialist asked when the issue started and patient stated within the last month. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed longevity and advised to have the ins checked.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of the issue they stated that it was holding a charge but they were charging it more that they thought and more often. When asked what steps were taken to resolve the issue they stated that they were still waiting for something to be done. The issue had not yet been resolved they were waiting to hear on it.